Event description:
The spo2 reading displayed on the monitor was 100% when the actual valve determined by arterial blood gas analysis was 64% the monitor was used in the intensive care unit for monitoring a pt who was born in 1934. There was no reported affect on the pt.